Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had twiddler's syndrome. They dislodged their right atrial (ra) lead and pulled all of the slack back on their right ventricular (rv) lead. Both leads were revised and remain in use. No further patient complications have been reported as a result of this event.